Event description:
It was reported that the device water temperature high. Per investigator notification received on 13aug2023, it was reported that the temperature cable was replaced because the temperature cable was broken and could not display the temperature on the monitor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed temperature in cable. The arctic sun 5000 was evaluated. Temperature in cable would not display temperature. Temperature in cable was replaced. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the device water temperature high. Per investigator notification received on 13aug2023, it was reported that the temperature cable was replaced because the temperature cable was broken and could not display the temperature on the monitor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.